Manufacturer narrative:
(B)(4).

Event description:
It was reported that a, ht70 ventilator had an had an erratic graphic user interface (gui) display. There was no patient involvement at the time of the event.